Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient reports intermittently elevated bg for approximately the last month in the mid 300mg/dl range. The patient stated that she believes the pump is not working correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings:there were no alarms outside the range of normal patient use observed in pump history; no activity related to the complaint was recorded. The boluses and basal add up appropriately to total the total daily dose; showing the pump was delivering accurately. The pump successfully passed a 29 hour flow accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. The display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Investigators were unable to duplicate reported complaint.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.